Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the system's power supply, radio transceiver board, and antenna adjustment. Communication was reestablished. System was calibrated and safety tested to factory specs.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.